Event description:
The liberator locking stylet manufactured by merit medical is used for pacemaker and defibrillator lead extractions. It is designed to tolerate significant pulling force as that traction is required for successful removal of chronic leads. For the past three months - every liberator locking stylet I have used has broken in the same place - the weld point in the middle - this is despite using less and less force to avoid breaking the stylet. Others have reported similar. I am concerned that the liberator locking stylet is no longer safe to be used in high-risk procedures, such as lead extractions.